Manufacturer narrative:
The immucor laboratory tested the retention product on (B)(4) 2015, which performed as expected. Immucor technical support used a remote electronic connection method to assess the testing instrument on (B)(4) 2015 which showed the test wells in question as being unexpected negative.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2015.